Event description:
The device is giving an error and is not functional. There was no negative patient impact.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4).